Event description:
The reporter indicated that a 12.1mm vticmo12.1, -5.5/1.0/102 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced with a longer length lens intraoperatively on 20/aug/2022 from patient's right eye (od) due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight,ethnicity,race:unk (B)(4). Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found no visible damage to lens.dimensional inspection found the lens within specifications. Claim# (B)(4).